Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The investigation found the device to function normally and within specifications. The jaws were not stuck shut. The jaws opened and closed normally when the handle was activated.

Event description:
The customer reported that the device locked and could not be reopened, making it impossible to use. It is unk if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no pt injury reported.